Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. Two of the eight attachment screws for the seat upholstery were broken off in the seat rail and a third screw was missing. The underlying cause could not be determined after reviewing the documentation in this investigation. Additionally, the cross braces were bent so the chair would not completely unfold.

Event description:
The consumer alleged bolts on the seat broke.